Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the pod cannula was dislodged from the infusion site (arm) in which resulted in the patient's blood glucose level rising above 400 mg/dl while wearing the pod less than 1 hour. The patient experienced pain at the infusion site upon initial pod insertion, which the mother attributed to a severe allergic reaction on his arms from the pod adhesive, causing bleeding, scarring, and hardened skin. No medical intervention or formal diagnosis of an allergic reaction were reported. The patient's endocrinologist prescribed a nasal spray for the skin symptoms (the medical prescription event was reported separately under internal insulet reference number (B)(4)) and referred him to an allergist for further evaluation. This event is being reported as a serious injury due to the formation of scar tissue attributed to pod wear.